Manufacturer narrative:
On 20 september 2016 the (B)(4) performed a preliminary investigation and commented as follows: pedicle screw loosening is a well known complication in posterior spinal instrumentation surgeries with or without anterior cage support. According to galbusera et.al the loosening in non-osteoporotic patients is between 0.81 and 2.8%. There are publications which report pedicle screw loosening up to 15% in non-osteoporotic patients. Taking osteoporotic patients into account and consider posterior dynamic stabilization the loosening rate can be even higher. Means that the event reported is a known complication with these types of pathologies treated with posterior instrumentation especially in osteoporotic bone as reported for the event. Batch review performed on 03 october 2016. Lot 153178: (B)(4) items manufactured and released on 10 may 2016. Expiration date: 2021-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
Revision surgery performed due to cage moving posteriorly after the operation. During the operation the screws showed signs of loosening and needed to be replaced by fenestrated screws. The mectalif oblique was then removed and replaced.

Manufacturer narrative:
On 14 november 2016 the (B)(4) project manager performed a visual inspection of the retrieved items and commented as follows: all implants (pedicle screws and cage) look conform, not damaged, fully functional. No defect can be observed. The preliminary investigation is therefore confirmed (non implant-related event).